Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, lung disease. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged respiratory tract irritation, lung disease and other. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on but was unable to provide airflow due to corrosion around the control knob. The machine hours, blower hours, therapy hours and error log were unavailable due to corrosion in/around the sd card slot. Care orchestrator data was not available for download. During the investigation pil observed the control knob was missing. Pil observed a heavy amount of dust/dirt, and unknown contaminate with potential hair-like fibers on the top cover/ui panel, on and inside the left and right side panels, inside the iso port, humidifier cable, air inlet, on the pca, on and under the blower capon the iso port, on and inside the blower motor, on and under the blower housing, on the sound abatement foam, and inside the bottom enclosure. Pil observed scratches on the top cover, bottom enclosure, warning label, serial label and left side panel. Potential evidence of liquid ingress (corrosion) was observed in/around the sd card slot and the control knob. Signs of liquid ingress (whitish dust-like contamination) was observed opposite the sd card slot on the pca. Pil observed the component from ls1 on the pca broken and sitting on the blower cap. Pil observed degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.